Event description:
It was reported that during device preparation the white o-ring of the heartmate 3 was noted to appear irregular and not uniform. The affected kit was not utilized and the new hm3 implant kit was obtained and prepared without issue or concern.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
User facility medwatch received that stated that the o-ring was observed to be asymmetrical during left ventricular assist device (lvad) implant. The entire implant kit was pulled from service. The new implant kit was opened and implant proceeded as expected without issues.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 28apr2022. Manufacturer's investigation conclusion: the report of a dislodge washer was confirmed during the evaluation of (B)(6). Examination of the pump cover outflow found that the white washer was not fully seated under one of the four spline features. The washer was folded against the spline and there was a gap between the lift part of the washer and the inner diameter of the outlet port. The washer issue did not result in difficulty connecting outflow graft hardware to the pump, although the washer was observed to protrude into the lumen. No water leaks were observed when the pump was connected to mock loops for functional testing, which passed. Review of the manufacturing documentation found no anomalies during the assembly of (B)(6). Although the specific root cause of the washer issue could not be determined, awareness training was performed, and abbott will monitor for future occurrences. Per manufacturing analysis task, the DHR associated with (B)(6) from january of 2022, was reviewed for any documented non-conformance. No anomalies were found during assembly of pump (B)(6). The DHR showed (B)(6) passed visual inspection of the outflow washer after cleaning, final functional testing did not report any leaks during testing and verification the ptfe washer was installed and properly seated was confirmed by operators and quality and recorded and passed. The surgical procedures section of heartmate 3 lvas IFU rev. C states to inspect the quality of the white washer in the outlet under ¿unpacking the pump and accessories tray.¿ this section, under ¿preparing, running, and priming the pump,¿ also states to examine the pump outflow connector to verify the presence of the white washer. If the white washer is missing or damaged, obtain another pump before continuing. No further information was provided. The manufacturer is closing the file on this event.